Event description:
The patient was reportedly implanted with biodesign or surgisis 4-layer tissue graft, on (B)(6) 2010 at (B)(6) medical center by dr. (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.